Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.